Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for routine generator change. During the procedure, it was discovered that the pacemaker atrial set screw would not accept the hex wrench and the screw was worn down. The physician decided to cut and cap the atrial lead as a result. The device was explanted and a new pacemaker was successfully implanted. There were no patient complications or consequences.

Manufacturer narrative:
The reported complaint of inability to loosen the a-setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the a-setscrew inset, which was preventing the wrench from engaging the a-setscrew inset to loosen the setscrew. With the blood removed from the setscrew inset a wrench could be fully inserted into the inset and loosen the setscrew. The blood most likely came through the punched-out hole through the septum by the torque wrench in the field. Analysis was otherwise normal.